Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked at approximately 5.0 cm from the proximal end. The embolization coil was intact with the pusher assembly and had offset coil winds. Conclusions: evaluation of the returned ruby coil revealed that the embolization coil had offset coil winds. If the embolization coil is forcefully advanced against resistance, damage such as offset coil winds may occur. During functional testing, the embolization coil was unable to advance out of its introducer sheath due to the offset coil winds. The non-penumbra microcatheter identified in the complaint was not returned for evaluation; therefore, the root cause of the resistance could not be determined. Further investigation revealed a kink on the pusher assembly. This kink was likely incidental. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-01168.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-01168.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician was unable to advance a ruby coil through the distal tip of a non-penumbra microcatheter and, therefore, the ruby coil was removed. The same issue occurred when the physician was unable to advance another ruby coil through the distal tip of the same microcatheter and, therefore, the second ruby coil was also removed. The procedure was then completed using new ruby coils. There was no report of an adverse effect to the patient.